Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high performance display unit was the likely cause of failure which is no longer manufactured. No report of patient involvement. â dateâ ofâ deviceâ manufacture year is 2007. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.